Event description:
It has been reported to philips that the system produced an error and would not expose. The system was in clinical use. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the non-emergency treatment got completed by using large focus. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse identified defective tube small focus. The fse replaced tube and calibrated the geo, generator and iq. After replacement of tube and calibration of other component the system was returned to use in good working order. These codes were updated based on investigation outcome.